Event description:
Customer reported that the insulin pump alarmed for a button error. The blood glucose reading was 438 mg/dl. She stated that her tongue was swollen. She stated that she was unable to treat with a bolus due to the alarm. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with no button response due to flattened act button dome switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button response. No button error alarm during testing. The insulin pump was received with minor scratched display screen.